Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The medtronic representative reported that the log files were analyzed and an error code was observed that related to the generator interface. The rep tried to see if the issue was being caused by the gfi being tripped, however, after performing the steps to correct this, it was found that the issue was still not resolved. The medtronic representative then checked the led d2 in the charging enclosure and it was observed that it was solid green. The rep then used an insulated tool to press and hold the s2. This changed the led status to a solid red. After restarting the system, it was found that the issue was not resolved. The medtronic representative then checked the voltage across j3(1) & j3(7) on the generator control board and it was found that the measured voltage was stable at 5.11vdc. Finally, it was found that the issue was being caused by the generator starter board. The starer board was replaced. The replaced part was not sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that after pressing the first hand switch button, the system appeared to be taking a shot, but a green status on the mobile view station (mvs) flashed and no exposure was made. After that there was a continuous beep from the image acquisition system (ias). No patient was present during the time of the reported incident.